Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving hydromorphone (30 mg at 3.08887 mg/day) and clonidine (250 mcg at 25.74062 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient picked what he thought to be a pimple or boil around the pump site and opened the wound. The patient then put his finger into the wound and pulled out a portion of the intrathecal pump catheter. This caused a wound dehiscence through which the catheter was clearly visible. The patient was put on antibiotics and scheduled for explant of the pump and catheter as soon was possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.